Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that during a shoulder procedure, during broaching of the humerus, the broach handle had a stress fracture and broke. No parts, pieces or fragments fell into the patient, or the patient wound site. There was no reported surgical delay/prolongation as result of the event. The patient was last known to be in stable condition following the event. The device is available for return.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The broken instrument reported was likely the result of the small bridge area thickness of 0.035 inches, coupled with movement of the pull release shaft during impaction, which likely made the bridge area susceptible to failure. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.